Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1540p, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient indicated for gastrointestinal/pelvic floor reported that therapy had not been effective since implant. The patient has no results from therapy at all. Stimulation was increased, but that gave no result. It was noted that it was possible the patient was accidentally turning stimulation off. The patient had an appointment on (B)(6) 2016 with the healthcare provider. The patient further reported that the surgery did not help her. She had bladder symptoms and the device did not seem to be controlling them. She had tried all four programs and she just kept trying to turn them up all the way to the max but she did not feel anything. It was indicated that the healthcare provider (hcp) had decided to go in and move the electrodes on (B)(6). Additional information received from a manufacturer representative (rep) indicated on the day of surgery he was told the patient was getting a lead revision because she wasnt getting the desired effect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.